Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2b: pro code (product code): dre, reported here as the pro code exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation a versacross connect access solution. When physician was moving wire and catheter from the ripv to the rspv, the patients heart rate elevated. The physician made note of the increased heart rate but was unsure at that time what caused it. He finished the ablations and post mapped. When he looked with ice at the end of the case, he noticed a pericardial effusion. Physician caught the j wire caught on the rspv and perforated. They monitored the effusion for a few minutes and then used a pericardiocentesis kit to drain the effusion. Patient was stable and expected to be discharged today. The device is not available for return.